Event description:
Patient reported a leaky insulin cartridge. No adverse event reported. Cartridge was discarded. No return of the alleged device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.